Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date not provided). According to the complainant, during the procedure, the needle was bent when the device was advanced from the endoscope. The needle was fully retracted into the catheter prior to removal from the patient. The procedure was completed with another needleknife rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date not provided).according to the complainant, during the procedure, the needle was bent when the device was advanced from the endoscope. The needle was fully retracted into the catheter prior to removal from the patient. The procedure was completed with another needleknife rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the needle was in the retracted position. During a functional evaluation, the needle could not be extended out of the catheter tip when the handle was actuated. The distal tip was cut open and it was found that approximately 5mm of needle was bent near the distal end. The length and outer diameter of the needle were measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the bent needle is likely due to the device's interaction with the scope. Therefore, the most probable root cause classification is 'caused by other device.'